Event description:
It was reported the patient ¿hadn¿t had any improvements¿ with their device and ¿had lost some weight¿ since implant. It was also reported the patient had experienced ¿a loss of therapeutic effect.¿ it was stated that ¿due to the weight loss¿ the patient¿s implantable neurostimulator (ins) had ¿become a bulky device.¿ it was noted the patient¿s physician wished to explant the ins and leave the patient¿s deep brain stimulation (dbs) lead in place and wanted to know the risks of abandoned leads. Additional information has been requested; a supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4)

Event description:
Additional information stated the patient was being treated for facial neuropathic pain and trigeminal essential neuralgia. The patient was initially implanted with a motor cortex lead in 2006 and then an additional lead was placed in the ¿infraorbital e nerve¿ in 2013-apr. The patient¿s ¿motor cortex lead brought good relief for pain¿ with an 80% decrease in their visual analog scale (vas) score during the first eight months and then ¿abruptly it stopped making any good effect to the patient.¿ this occurred despite the ¿patient feeling appropriate paresthesia with the infraorbital lead,¿ though it had ¿never presented any significant improvement.¿ it was noted however that the patient had ¿felt better during the test period.¿

Manufacturer narrative:
(B)(4).